Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015 bd unit. Case resolution: tech was running pm test on 8015 bd unit and it fail he tamper switch, also said it seem to be get stuck, will need to replace the tamper switch on unit once replace run the pm test all over again. Confirm part number for tamper switch & price quote without tax.